Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and found a supply bag lines are blocked message occurred caused by cycler continuing to pull from the empty supply bag and wouldn't switch to the next supply bag. The problem was fixed by switching the empty bag 1 with the full bag 2. The treatment was completed without any further failures or problems occurring. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found the cycler identifying, disinfecting and disposition form with ¿fluid leak¿ marked by return goods on 08/28/2019. The mushroom head check passed on 08/28/2019. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s death due to cardiac arrest. Manufacturer product investigation is pending at the time of this clinical investigation as the cycler had not yet been returned. Currently, there is no reported allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency caused the event. The cause of the cardiac arrest that led to fatal outcome cannot be determined. The esrd death form is not available and there is no report that an autopsy will be performed. Patients with esrd have mortality rates much higher than the general population. Additionally, the patient had a past medical history significant for prior myocardial infarction, hyperlipidemia, and hypertension which are also significant risk factors for cardia arrest/death. Moreover, the patient was seen in the ER the day prior to death for dehydration related to 5 days of diarrhea which may have been a variable in this case. Cardiovascular disease is a well-documented to be a major cause of death in esrd patients receiving dialysis, accounting for approximately 38 % of all deaths. Therefore, the patient¿s comorbid conditions are likely to have contributed to the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient died while on peritoneal dialysis treatment using the cycler. Upon follow-up, the reporting nurse confirmed the patient died while in pd treatment with the liberty select cycler. The nurse stated the liberty select cycler is not suspected to have caused the patient¿s death. Per the nurse, the death was reported, according to the clinic¿s procedure, as an event that occurred during treatment. The patient had a past medical history significant for end stage renal disease (esrd), myocardial infarction, hyperlipidemia, and hypertension. Additionally, the nurse reported the patient was seen in the emergency room on (B)(6) 2020 (the day before patient passing) for dehydration (and being under the dry weight) due to 5 days of diarrhea. The patient was treated with normal saline and released without requiring hospital admittance. The nurse indicated the diarrhea was not related to any fresenius device, or product. Subsequently, on (B)(6) 2020, the patient was found unresponsive by the patient contact (attached to the cycler). Reportedly, emergency medical services (ems) was called to the home and the patient was pronounced dead on ems arrival. The nurse reported the patient was not taken to the hospital for any medical management and no autopsy will be performed. The esrd death form is not currently available. However, the nurse reported the patient¿s cause of death was cardiac arrest. The nurse was not able to identify the exact cause of the cardiac arrest. However, the patient¿s past medical history includes significant risk factors for cardiac arrest. The nurse stated there is no indication that there were any issues with the fresenius cycler or the pd treatment. Additionally, the clinic performed a simulated pd treatment on the cycler after the event and there were no issues, according to the nurse.